Event description:
It was reported that the right atrial lead exhibited oversensing noise and false automative mode switch and the right ventricular lead exhibited oversening noise. Episodes were reproducible with upper body movements. No intervention was performed. The clinic decided to continue to monitor.

Event description:
New information noted that the patient presented for a clinic check. Upon review, it was discovered that false automative mode switch was observed and was likely related to oversensing myopotentials persume due to atrial lead failure. No intervention was performed. There were no patient consequences.